Event description:
Pt had combined surgical procedures in 2001 including a rectocele repair. Pt discharged and readmitted 15 days later for rectovaginal fistula, pelvic infection. Exploratory laparotomy, including diverting colostomy.